Event description:
During the atypical left tachycardia procedure, there was an impedance error that resulted in a delay of procedure. A tacticath se catheter was plugged in to perform rf lesions. After doing this, the impedance displayed by the ampere generator was blocked to 999. This happened with the catheter in and out of the body. To troubleshoot, the ampere generator was turned on and off at least 3 times. Each time it was turned on and off all elements were unplugged before doing so and reconnected after. The rf grounding pads, tacticath, tactisys, and the cable between the tactisys and ampere generator were all exchanged with no resolution. The tacticaths were both plugged in and unplugged several times, visually checking their connectors but nothing was found. The remote of the ampere generator was restarted as well. The ampere generator also displayed a "generator failure" message. One last ampere generator restart resolved the issue. The lesions were performed and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.